Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield modified skull clamp was involved in an incident which was described as follows; the skull clamp was checked prior to the surgery and was found to be not holding the set pressure. There was concern that the unit would cause a laceration, therefore, the unit was not used for the surgery and was changed to another mayfield skull clamp. There was no pt contact or delay in the surgery as a result of this event.